Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, they used the device to stop an active bleeding (vessel hemostasis) due to a prosthesis removal. However, the fired clips were twisted and did not hold the tissue. Consequently, the bleeding could not be controlled with about 500 ml blood loss. Another device had to be used, but was defective as well with the same problem, which led to the use of a third clip applier and additional costs.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. Two clips were received, one partially formed and one scissor clip. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the scissor clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. Replication of the partially formed clip condition may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hip prosthesis removal procedure, while trying to stop an active bleeding (vessel hemostasis), the fired clips were twisted and did not hold the tissue. The bleeding could not be controlled with about 500 ml blood loss. Another device had to be used, but was defective as well with the same problem, which led to the use of a third clip applier and additional costs.